Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that their device never worked. They went to their healthcare professional (hcp) who said they could not do anything about it. The patient then stated that at first the device was working and was radiating towards their spine but then it started radiating down their leg about a year and a half after implant. It radiates down their leg because they have metal in their leg. The patient has not used their device for a year and a half. They tried to charge it and were not able to. The patient also noted that it takes too long to charge. The patient stated that they have been having excruciating pain for the last 6-7 months. They feel like they are paralyzed. They had a total hip replacement and their ins sits right next to it. They have sciatica and it is so painful they have to be on crutches. The sciatica started before implant. The patient would contact their primary care physician and would have a manufacture representative (rep) paged. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they saw their manufacturer representative who told them to call in for a new programmer antenna. Patient also indicated they were provided with a new health care provider contact for possible revision. No further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they were to have their ins removed but was unable to find transportation home. The patient was looking to connect with the manufacturer representative about replacement options.